Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been rec'd.

Event description:
A physician attempted an arteriotomy closure in the right femoral artery using the perclose at 6 fr suture mediated closure system. The device was deployed. Upon needle deployment, suddenly the system moved back and went out of the artery. The foot was in the deployed position and there was a foot break. The physician reverted to manual compression. Post the procedure, there was a right femoral pulse. There was no pt injury reported.